Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels since (B)(6) 2016. Reportedly, bg levels have lowered to approximately 58-60 mg/dl. Contact stated that they believe customer's settings and basal rate need to be adjusted as the customer is (B)(6) and very active. In addition, contact stated that the customer experienced low bg levels (62 mg/dl) on (B)(6) 2016. Customer consumed snacks and juice to stabilize blood glucose levels each time bg's became lowered. Contact reported that they will be meeting with the customer's health care professional soon to discuss settings and basal rates.